Event description:
It was reported that when a device was used during a laparoscopic colon resection procedure, the device did not fire. It is unknown how the case was completed. There was no consequence to pt.